Event description:
Additional information was received from the manufacturer representative and hcp. It was reported that the manufacturer representative did not have information on the date of the refill where they extracted more medication from the pump than expected as the hospitals do the refills alone. The manufacturer representative thought that the doctor told them that they extracted 35ml when they expected 5ml. It was inquired if the x-ray to confirm the occlusion would be performed and information provided reported that the doctor prefers to change directly the catheter. It was reported that on (B)(6) 2019, the doctor changed the catheter and confirmed that the old catheter doesn¿t work. No further complications were reported and/or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8703w, lot# unknown, implanted: unknown explanted:(B)(6) 2019, product type catheter. G9: the initial MDR was filed as MFR. Report # 3007566237.  Additional review showed the correct manufacturing site was site # 3004209178. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the doctor did not send the manufacturing representative the information and they have no other possibility of finding it. The explanted catheter was pulled, so we cannot inspect it and that the doctor did the explant without a manufacturer representative. No further complications were reported and/or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8703w lot# unknown explanted: (B)(6) 2019 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: unknown, lot#: unknown, product type: catheter. Other relevant device(s) are: product ID: unknown, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump. The indication for use was not provided. It was reported that there was a catheter obstruction. The patient was given external medication to treat their pain until the catheter could be changed. It was noted that an x-ray was ¿programmed¿ by the neurosurgeon to confirm the occlusion. It was confirmed that no pump alarms went off. Additional information was received via follow-up. It was reported that the catheter obstruction was first identified at the end of (B)(6) 2019. The patient experienced an increase in pain and at a refill they extracted more medication than was expected. The doctor wanted to change the catheter this month but there was no date scheduled yet.